Event description:
The patient had a tevar for thoracic aortic dissection on (B)(6) 2012. On (B)(6) 2014, this patient underwent an endovascular treatment of the thoracoabdominal aortic dissection using conformable gore® tag® thoracic endoprostheses (ctag). Reportedly, the patient underwent surgical treatment for the reconstruction of the abdominal branch vessels on (B)(6) 2014. Two ctag devices were placed. The proximal ctag was connected with the stent graft that was implanted in 2014 and the distal ctag device was connected with the y-graft. The confirmation angiography revealed a type ii endoleak originated from the celiac artery, a coil embolization was performed. The patient tolerated the procedure. In (B)(6) 2022, a rapid enlargement of the thoracoabdominal aorta was observed, and a type iii endoleak (tear/disruption in graft material) was confirmed on the computed tomography angiography (cta). On (B)(6) 2022, a surgical procedure to explant the device was performed. The patient tolerated the procedure. The physician reported that the explanted graft had two damaged parts. One was located where contact with the coil, and the other appeared to be near the junction with the proximal ctag device. The physician also reported that he might have made the hole a little bigger upon explanting the device.

Manufacturer narrative:
A review of the manufacturing record for the device verified the lot met all pre-release specifications. The device was explanted and will be returned to gore for analysis. The exact date of event is unknown, therefore the (B)(6) 2022 will be used as an event date. Further information will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device was explanted and was returned to gore for analysis. The specimens were returned to w. L. Gore & associates for investigation. Submitted unfixed were two gore tag thoracic endoprostheses fragments (frag-1 ¿ frag-2), one conformable gore tag thoracic endoprosthesis fragment (frag-3), one conformable gore tag thoracic endoprosthesis (ctag), and one gore excluder aortic extender endoprosthesis (ae). The device fragments had been transected prior to arrival at w. L. Gore & associates. The abluminal and luminal surfaces were multifocally covered in dry, firmly adhered material ranging from grey to light tan to dark red. The lumens of all specimens were widely patent. Histopathologic analysis was not performed due to the lack of proper fixation and nature of the complaint (type iii endoleak). The specimens were subjected to an enzymatic digestion process to remove biologic debris. Following digestion, the specimens were examined intact, marked with a red and black solvent resistant marker, separated, and re-examined both immediately and after a second enzyme digestion. A total of 46 wear-related holes were identified on frag-3. The case report drawing provided as an attachment to the mpdcase-00011289 illustrates that the holes occurred in a region distal to an area of overlap between ctag and frag-3. The holes were consistent with those caused by in-vivo wear from the stent frame interacting with the eptfe in regions of non-overlap next to regions of device overlap. During the procedure were also used a tgt2610/7536218 UDI#: (B)(4) and tgu313120j/12322718 UDI#: (B)(4). These devices are not reportable as the holes were founded were not attributed to the type iii endoleak but were caused by in-vivo wear from the stent frame interacting with the eptfe in regions of non-overlap next to regions of device overlap. The decision was made to added these devices to the medwatch report as they were used with the reportable device tgu282820j/11615478. For the tgt3420/ 7783864 and pxa260300/ 10492479 the explant evaluation confirmed that no material findings were identified . According to the gore® tag®thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to endoleak, aneurysm enlargement and surgical conversion. Additional considerations for patient selection include but are not limited to: patient¿s anatomical suitability for endovascular repair. The safety and effectiveness of the gore® tag® conformable thoracic stent graft have not been evaluated in the following patient etiologies: genetic connective tissue disease. The safety and effectiveness of the gore® tag® conformable thoracic stent graft have not been evaluated in the following patient etiologies: previous stent or stent graft or previous surgical repair in the descending thoracic aortic area. The exact date of event is unknown, therefore the september 1, 2022 will be used as an event date.